Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg7041, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Was there any patient event/precipitating stress factor prior to symptoms (coughing, falling, moving)? What are the patient age, weight, bmi, other conditions? What tissue layer was the suture used on? Were 2 sutures found broken post op? Which tissue layer was each suture used on? Did the operating surgeon observe any suture deficiency or anomaly before, during use on the patient? What medical/surgical intervention was performed for the patient symptoms? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, if so, where (knots, middle, end)? What is the surgeon opinion as to the contributing factors to the suture snapping 5 days post op? What is the current condition of the patient? Device return status/follow up. Additional device captured in mw 2210968-2020-01018.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date in (B)(6) 2020 and suture was used continuous technique. Approximately 5 days post op, the patient returned to the facility. A second procedure was performed as the suture snap between the suturing line and was re-sutured. There was no infection reported post op. The patient average body weight. Additional information has been requested.